Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-dec-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 3mg/ml morphine at 0.30mg/day via an implantable infusion pump for an unknown indication for use. It was reported that the patient was still in the hospital after their pump implant due to being hypotensive. The hospital staff wanted the hcp to come in and turn the pump off, which the hcp did the evening of (B)(6) 2018. On (B)(6) 2018 the hcp programmed the pump to minimum rate. The reason for the hypotension was unknown. The hcp mentioned that the patient was hypertensive during the implant on (B)(6) 2018. The hcp was considering sending a sample of the pump medication contents to a lab for analysis. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a device manufacturer representative indicated that the patient was back in the hospital again after he stood up and passed out and fractured some ribs. It was reported that the pump was put on minimum rate. The situation was being addressed by the hcp. No further complications have been reported as a result of this event.